Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the device was removed against resistance. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle device felt different when deploying. The device had a failure of the foot to properly close. The device was removed against resistance. The sheath was upsized. A surgical cut down was performed and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated . H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.